Manufacturer narrative:
The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Manufacturer narrative:
Additional components potentially involved in the event include: common device name: kit implantable slim tip lead, 50cm, model: mn10450-50a, UDI: (B)(4)., serial: (B)(6), batch: 8546325

Event description:
It was reported that one of patient's leads was frayed which was confirmed via x-rays. Investigation was unable to determine which lead was frayed. Surgical intervention may be pending to address the issue.